Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was used to treat lesions in the proximal left anterior descending artery (lad), which had a 3.0 mm diameter, and in the mid lad, which had a diameter of 2.5-2.7 mm. The vessel was mildly tortuous in the area of the mid lesion. One treatment was performed on low speed in the proximal lesion, and the device jumped. The second treatment was performed without noted issues. The oad was advanced to the mid lesion. Following the first treatment in the mid lad, an area of darker contrast was observed on imaging. Following a second treatment in the mid lad, there was a small area of extravasation in the same area as the dark contrast was observed, but this was not observed until review of the films after the case. A third treatment was performed since the extravasation was not noted at that time, and a larger perforation was observed distal to the area of dark contrast, which had been seen following the first treatment in the mid lad. A tamponade was performed with an angioplasty balloon, and the perforation was resolved. A pericardiocentesis was also performed, and 400 ml of blood was removed. The patient was stable following the pericardiocentesis. The patient was discharged.